Manufacturer narrative:
Other applicable components are: product ID 977c265 serial# unknown implanted: (B)(6)2016. Product type lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s stimulation coverage was not on the correct side. The rep reported that the patient fell out of a chair one day after the paddle was implanted. The rep reported that a revision was scheduled for (B)(6) 2017. The rep reported that the doctor confirmed under x-ray that the paddle moved. No further complications anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Additional information received from the manufacturer representative reported that the stimulation coverage not being on the correct side was resolved, there was a lead revision completed on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.